Manufacturer narrative:
The visual evaluation of the returned articular surface noted that the flared and compressed dovetail feature. This information confirms the reported event. The DHR was reviewed and no discrepancies relevant to the reported event were found. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the zimmer mis multiple-reference 4 in 1 femoral instrumentation surgical technique and the surgical tip: articular surface inserter proper technique & use guidance document. The per states that the surgical technique was followed; however, the dovetail compression identified during the evaluation of the returned product indicates that the articular surface was not properly aligned being pushed in with the inserter. The root cause is related to the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent total knee arthroplasty. During the procedure, it was noted that the implant would not seat properly in tibial plateau. A new insert was successfully implanted. No known adverse event was reported.